Manufacturer narrative:
This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually decreasing shock impedance measurements resulting in a shock impedance measurement as low as 15 ohms, while the measurement at patient follow-up was 38 ohms. Review of stored device memory data, indicated the shock impedance measurements had been gradually decreasing over the previous year. At the time, the physician decided to continue to monitor and the lead remained in service. Additional information notified this defibrillator system declared a red alert. The patient was evaluated in clinic and it was concluded that the alert was likely caused by damaged insulation of the rv lead. The patient was scheduled for an additional in-person check to optimize the defibrillator programmed parameters. No adverse patient effects were reported. The system remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually decreasing shock impedance measurements resulting in a shock impedance measurement as low as 15 ohms, while the measurement at patient follow-up was 38 ohms. Review of stored device memory data, indicated the shock impedance measurements had been gradually decreasing over the past year. No adverse patient effects were reported and the physician will continue to monitor. The lead remains in service.